Event description:
It was reported that the patient was shocked due to oversensing on the lead. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient was shocked due to oversensing on the lead. Additional information was received via a journal article was reviewed that contained information regarding this lead. Information was obtained through follow up that the patient received inappropriate therapy and/or the lead showed oversensing. The lead status is unknown. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. (B)(4).